Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following was updated: gender.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following could not be completed with the limited information provided. Implant date - ni, expiration date - ni, manufacture date ¿ ni.

Event description:
It is reported that a patient underwent a hip revision procedure approximately 25 years post-implantation due to natural wear. The head and polyethylene liner were removed and replaced.